Event description:
Two patients were texted on the suspected device. Patient #1 inr result was 5.2 with a lab inr of 3.7. Patient #2 inr result was 5.8 with a lab of 3.8. Controls were in range. Medications were held until the lab results were obtained. The device was replaced and requested to be returned for evaluation.